Manufacturer narrative:
The complaint cannot be verified. The warning w1 (cartridge low) was found in the pump history. The mentioned w1 warning is not a malfunction of the pump. The warning w2 (battery low) was found in the pump history. The mentioned w2 warning is not a malfunction of the pump. All needed tests were passed and no malfunction was observed during the iu investigation.

Event description:
On (B)(6) 2012, it was reported that the patient's infusion device did not properly display w1 (cartridge low) and w2 (battery low). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.